Manufacturer narrative:
D2a Common Device Name: Percutaneous Cardiac Ablation Catheter For Treatment Of Atrial Fibrillation With Irreversible Electroporation.Detailed product information was not provided to BSC. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the Unique Identifier (UDI) and other specific product information.Patient information was not available at the Facility.

Event description:
It was reported that Ventricular Tachycardia, ventricular arrythmia occurred. During pulmonary vein isolation procedure, FARAWAVE catheter was selected for use to treat atrial fibrillation. The ablation procedure was completed successfully without procedural complications. Following completion of the procedure, during removal of the mapping/ablation system, the patient developed sustained ventricular tachycardia (VT). Three external direct-current (DC) cardioversion shocks were required to restore sinus rhythm. During post-procedure mapping review, the physician observed a signal consistent with a late potential, suggesting the patient may have had an underlying ventricular arrhythmia substrate. The patient recovered following treatment, and no further complications were reported.